Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was not returned for additional evaluation and the cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-21277; related manufacturer reference number: 2017865-2022-21278. It was reported that the patient presented with pacemaker system infection. No intervention has been performed. The patient's condition was stable.

Manufacturer narrative:
Correction: section b2 - should have choose "other serious (important medical events)" rather than "required intervention to prevent permanent impairment/damage (devices)".